Event description:
It was reported to covidien on 09/29/2009, that a customer had an issue with a dialysis catheter. Customer states that the catheter had cracked adaptors. The catheter was placed three weeks ago and had to be pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway upon completion the results will be forwarded.